Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 : product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimul ator. It was reported that the patient lost coverage in their lower extremity. The manufacturer representative tried to recapture coverage and checked impedances. Impedances on 8-15 were all >10,000 and out of range. This issue was found during servicing. It was unknown if there were environmental factors that caused this. Good coverage was able to be achieved with the 0-7 lead but they were unable to capture relief in the foot and ankle. There were no actions done at the time of the report. A referral was sent to a health care professional (hcp) to explore resolution options but the patient needed insurance authorization. No follow-up would be possible prior to (B)(6) 2017 according to the manufacturer representative. It was noted that a surgical intervention was planned. Patient weight and medical history were asked but would not be made available. The patient wasalive with no injury. Additional information from the manufacturer representative on (B)(6) 2017 provided patient and device information. The information regarding the lead was unknown. This was confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.